Event description:
Device malfunction: partial stent expansion. Time of malfunction: during the procedure. Symptoms/ae: need for second stent / intervention. It was reported that during the absolute pro stent deployment in the iliac artery, only 3/4 of the stent deployed. Balloon dilatation was performed in an attempt to fully expand the stent; however, upon deflation of the balloon, the stent did not remain fully expanded. A .035 omnilink stent was deployed within the unexpanded portion of the absolute pro. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B) (4): biliary stent used in the vascular. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.